Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected flashing white display or display anomalies noted. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No moisture damage was found on the keypad assembly however moisture damage was found on the electronic assembly, motor, and force sensor during our visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that went swimming with insulin pump, as a result, insulin pump had a flashing white display screen. Customer's blood glucose was unknown. Insulin pump would be replaced